Manufacturer narrative:
Insulin pump had minor scratches on display window noted during visual inspection, cracked and bleeding lcd glass noted.

Event description:
It was reported that the insulin pump had a crack on the display under the plastic cover. The blood glucose reading was 147 mg/dl. The customer stated that he had taken the insulin pump off before a shower and had dropped it on the ground. He noted a line across the middle of the screen. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.